Manufacturer narrative:
Product evaluation did not confirm the failure and we are unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
A field service technician evaluated the system at the site and was unable to duplicate the power interruption fault. As a precaution he replaced the power cord. The device history record review shows that this module met specifications on the date of manufacture. The investigation is underway.

Event description:
It was reported by the user facility that the system randomly loses all power, and has occurred approximately 10-15 times. The field service engineer confirmed that the system shutdown, and caused a 10 minute delay to the case with no patient harm or impact.